Manufacturer narrative:
The customer reported finding the tubing connected to the top of the probe leaking. The customer cut the tip of the tubing and reconnected it resolving the issue. (B)(4).

Event description:
The customer stated that there was a contained fluid leak of approximately 4-5ml coming from their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no biohazard exposure as a result of the leak.